Manufacturer narrative:
Investigation in progress.

Event description:
Revision surgery - date of original right total knee replacement was in 2008. Pt. Presented in office with dislocation. Surgery posted and performed two weeks later. Patella tendon was ruptured and repaired successfully. Surgery completed as indicated. Pt. Again presented in the office dislocated about 16 days later. Surgery was posted and performed in the next day. Operative site (right knee) thought to be infected. Cultures were taken and components were removed. Antibiotic spacers were inserted and surgery completed. Components were then cleaned and sent back to company in an explant kit.